Event description:
On 05/30/2011, the reporter contacted lifescan (B)(4) alleging that the subject meter was displaying an 'error 1' message. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement product(s) were sent to the patient.

Manufacturer narrative:
Device evaluation: lifescan received the meter involved with this complaint and completed device evaluation on 08/26/2011. Investigation found there was a failure with the eeprom.